Event description:
It was reported that during scheduled filter retrieval the filter was severely tilted with the apex in the renal vein. Two failed attempts have been made to retrieve the filter. The patient is reported to be asymptomatic and no injuries have been reported.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.